Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 464 mg/dl, current blood glucose was 486 mg/dl, blood glucose was 563 mg/dl. The customer current blood glucose was 248 mg/dl and current blood glucose value was 167mg/dl. The customer was hospitalized on (B)(6) 2018 on 10:30 am. The customer experienced symptoms such as sick. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.